Manufacturer narrative:
The pad-pak was first installed successfully in 21st july 2010 and performed to specification up to the 25th january 2015. During this time a new pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 26th august 2015 and the final history log entry on the 23rd october 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.